Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while attempting to prime the insulin pump, insulin was being pushed out. The customer went through the whole bottle of insulin. Insulin squirted out during the manual prime process. The customer has hypo unawareness and blacked out while driving. The insulin pump had a crack down the side. Customer's blood glucose level was not reported. The device was not returned.